Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called to report a leaking cartridge. The patient stated that the cartridge chamber was not affected and that the cartridge had been filled with approximately 165 units of insulin. It was identified that the proper cartridge fill and connection process had not been followed, as the patient had attached the luer connector to the device prior to inserting the cartridge into the cartridge chamber. The patient was educated on the correct fill and connection procedure. The patient¿s blood glucose levels were not affected by the issue, and leaking cartridges associated with connecting the cartridge outside the device chamber were not requested for return. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.